Event description:
It was reported by an intuitive representative that the surgeon reported that the patient was readmitted to the hospital due to becoming septic on (B)(6) 2014, after a proctocolectomy that was performed on (B)(6) 2014. It was noted that during the original procedure on (B)(6), the patients stomach was damaged while either inserting or using an unknown ethicon vessel sealing device. The surgeon stated he had repaired the damage during the procedure however they had to perform an open procedure to repair the site on (B)(6). No other information available.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Surgeon has been advised by risk management not to discuss this issue with us. Risk management has been contacted several times but no response has been received. Additional information requested: what was the ethicon sealing device that was used? Was the damage a perforation or a thermal injury? What was the damage to the stomach and how was it repaired?